Manufacturer narrative:
Device serial number unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an em shunt placement procedure. It was reported that in tra-operatively, the surgeon was unable to navigate any instrument or trackers. The procedure was completed without the use of the navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.